Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is female/73 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and efficacy outcomes of combined leadless pacemaker and atrioventricular nodal ablation for atrial fibrillation using a single femoral puncture approach heart lung and circulation 2019, https:// 10.1016/j.hlc.2019.05.100. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a leadless pacemaker. The authors conducted a study which showed there were cases where the mean impedance values at six months post implant was significantly lower than at implant with subsequent stabilization. There was a case of elevated pacing threshold and in this patient right ventricular pacing induced cardiomyopathy could not be entirely excluded. Ultimately, the leadless pacemaker was removed and replaced with a cardiac resynchronization therapy implantable cardioverter defibrillator for recurrent ventricular fibrillation events and undiagnosed idiopathic cardiomyopathy. The disposition of the device that was removed is not known at this time. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.